Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the little remote is not working. It will not turn on since 2 weeks ago. Patient's back has been hurting for 2 weeks because she has not had her controller. Patient packed it in a box and is not sure where it is. Patient stated she will call back with the controller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They called back with their controller information and provided the serial number for that device. They were transferred to the repair department to get a replacement controller because the controller was unresponsive because it had gotten wet. No further complications were reported or anticipated.